Manufacturer narrative:
Additional devices listed in this report: cat 7115-0007, lot mhr204, description: series 7000 standard tibia; cat 82-2-0712, lot 31865701, description: nrg knee cr nrg bearing insert size. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The clinical research associate reported that one of the participants on the (B)(4) had suffered an adverse consequence. It was reported that the participant from arthrofibrosis post operatively which resulted in a prolonged hospitalization. The clinical research associate reported that the implant was removed on (B)(6) 2012 and the "sae" has now been resolved

Manufacturer narrative:
Device history review indicated that all devices were accepted and manufactured into final stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the provided lot codes. The reported device was not returned for evaluation. X-rays were provided for review by a consulting clinician but were determined to be invaluable at this time. Additional information would be required to provide a valuable clinical assessment. The exact cause of the event could not be determined based on the limited information provided. Although x-rays were provided for review, additional information such as clinical history and operative reports would be required to perform a valuable clinical assessment.

Event description:
The clinical research associate, reported that one of the participants on the k-s-002 scorpio nrg study had suffered an adverse consequence. It was reported that the participant from arthrofibrosis post operatively which resulted in a prolonged hospitalization. The clinical research associate reported that the implant was removed on the (B)(6) 2012 and the sae has now been resolved.